Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient requiring an MRI for an unrelated medical issue. There are no plans to reimplant the patient as of the date of this report, january 5, 2016.

Manufacturer narrative:
This report filed february 3rd, 2016.